Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible muscle spasms around their implantable pulse generator (ipg). It was further reported there was a lead warning for low impedance measurements on the right ventricular (rv) lead and the lead switched to unipolar configuration. It was noted there was recent threshold elevation, intermittent oversensing and possible noise on the rv lead. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.